Event description:
The patient safety manager reported the patient was started on a heparin drip of 25,000 units/250 ml d5w in the ICU at 14 ml/hour. When the rn returned to the room 45 minutes after the drip was started, she noted that half of the bag had infused; she stopped the pump and called a second nurse for verification. She removed the pump from service and notified the md. The patient had no clinical signs of bleeding. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review pending. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.